Manufacturer narrative:
Section b3: date of event unknown, approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the deep brain stimulation (dbs) patient received an end of battery life (eobl) alert. Functional testing identified high impedance on a contact used for stimulation, however, the patient did not experience any stimulation related issues. The patient subsequently underwent replacement of a non-rechargeable implantable pulse generator (ipg) with a rechargeable ipg. Analysis of the explanted ipg was not performed, as it was disposed of by the physician. The patient did well post-operatively, and the ipg was successfully programmed.

Manufacturer narrative:
This report is being submitted to correct the bsc aware date field (g3) from initial submitted MDR report.

Event description:
It was reported that the deep brain stimulation (dbs) patient received an end of battery life (eobl) alert. Functional testing identified high impedance on a contact used for stimulation, however, the patient did not experience any stimulation related issues. The patient subsequently underwent replacement of a non-rechargeable implantable pulse generator (ipg) with a rechargeable ipg. Analysis of the explanted ipg was not performed, as it was disposed of by the physician. The patient did well post-operatively, and the ipg was successfully programmed.